Manufacturer narrative:
G4: PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, prior to patient contact, after opening the package of a ncircle tipless stone extractor, a brown foreign matter was found at the joint, in front of the close of the handle, so its use was discontinued per the physician: 'it was not used because it was uncomfortable. The foreign matter was about the size of 10 mm x 10 mm and looked like paper or glue. Some of it peeled off when touched. Another same type device was used to complete the procedure. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: e1: first and last name. Investigation ¿ evaluation. Event description: it was reported, prior to patient contact, after opening the package of a ncircle tipless stone extractor, a brown foreign matter was found at the joint, in front of the close of the handle, so its use was discontinued per the physician: 'it was not used because it was uncomfortable´. The foreign matter was about the size of 10mm x 10mm and looked like paper or glue. Some of it peeled off when touched. Another same type device was used to complete the procedure. The complainant has not reported any adverse effects on the patient due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned in an opened labelled package. There was foreign material on the handle of the basket. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied. Do not use product if there is doubt as to whether the product is sterile. Based on the available information, cook has concluded that the device was manufactured out of specification. However, cook has concluded that this issue is an isolated incident, and there is no evidence of additional nonconforming devices in house or out in the field. Based on the information provided and the results of the investigation, the returned device was found to have some brown foreign material on the handle. The source of the foreign material was not established. The cause of the issue is most likely a quality inspection issue as the foreign material was not found during that inspection. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.